Event description:
On (B)(6) 2017, the patient contacted lifescan (lfs) (B)(4), alleging that her onetouch verio 2 meter read inaccurately high compared to another meter (nurse¿s meter). The complaint was classified based on customer care advocate (cca) documentation. The patient stated that the alleged product issue first began approximately 3 weeks prior to contacting lfs, however she was unable to provide exact dates or times. The patient manages her diabetes with insulin (self-adjuster). The patient reported being in hospital for an unrelated incident when she began to experience symptoms of hypoglycaemia and tested her blood. She obtained an alleged reading on the subject meter of 4.9 mmol/l which she compared to a result of 2.9 mmol/l on the nurse¿s meter. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The nurse treated the patient with food/drink ¿fruit or some sugar¿. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure and the correct testing steps were carried out. The test strips had been stored correctly and within their expiry date. The test strip vial was neither broken nor cracked. The patient did not have control solution to perform a test. The patient¿s products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event and subsequently received medical intervention from a healthcare professional after the alleged device issue occurred.

Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. Analysis was not possible for the returned test strips due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.